Manufacturer narrative:
Bci customer technical support (cts) assisted the customer in doing system power down reboot. System failed to reboot at the time,but customer was able to reboot later and resumed normal operation. There were no more leaks.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that liquid was leaking from hydro and there was no response from mc (modular chemistry) cups/ise subsystem. No injury was reported.